Event description:
Reporter indicated that a vns pt experienced worsening depression and was admitted to the hosp as a result. The vns settings were increased at that time in response to the worsening depression event. It is unk if the pt's depression was above or below pre-vns baseline levels. Attempts for additional info from a medical professional have been unsuccessful to date.